Manufacturer narrative:
A partial lead was returned for analysis in three segments. On the middle piece, final analysis found one lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil at 0.9 cm to 1.7 cm from reference end.

Event description:
It was reported that the patient presented for a lead extraction, the leads exhibited an unspecified issue. The system was explanted and replaced successfully. The patient tolerated the procedure well.